Event description:
The customer reported that the battery "inflated and caused a fault on the device". No further information is currently available. There was no adverse patient impact reported.

Manufacturer narrative:
H6 correction/update: submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Follow up was mistakenly reported as -002 and should have been follow up -001.